Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing a complete pump reset procedure, which the customer followed successfully, resolving the issue without recurrence of the error code.